Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video assisted thoracoscopic surgery lobectomy procedure, the device did not fire and the knife did not go through. The same event happened twice.